Manufacturer narrative:
Medwatch report mw5152999 was received by cardinal health anonymously through FDA¿s medsun program. Therefore, sample and lot number could not be retrieved for evaluation. The root cause for breakage could not be confirmed. It is recommended to strictly follow the instructions provided in the instruction for use (IFU) data included with the product to ensure drains are properly used. According to the instructions for use (IFU). ¿drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal.¿ we will continue to monitor trends and utilize the information as part of continuous improvement.

Event description:
Mw5152999: two-piece surgical drain broke at the connection under the patient's skin prior to removal, leaving an internal drain fragment that could not be removed at the bedside. The drain was also noted to be missing the black dot which indicates where the stay suture should be placed. Initial reporter asked to remain confidential.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.